Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that dislodgement of the lead was confirmed via ECG and fluoroscopy. The lead was removed and replaced.